Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presumed cause could not be identified from the information obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrovideoscope had a stain inside the lens, due to a gap of adhesive on the distal end. And there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.